Manufacturer narrative:
(B)(4).

Event description:
It was reported that while performing capture test on non-dependent patient¿s device, the electrograms disappeared. The electrograms used were bipolar, unipolar ring and unipolar tip. The only working electrogram was detection. The capture tests were performed successfully using the surface electro. Capture tests were optimal. The cause of the issue remains undetermined. There were no adverse consequences to the patient. Patient¿s condition was stable at all the times.